Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-03074. It was reported the patient's scs system was exhibiting high impedance on multiple lead contacts. Reportedly, the patient was not receiving any stimulation therapy on the left side. Imaging taken did not show any anomalies. Surgical intervention may be necessary to address the issue.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2018-03074.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicates that the patient underwent a surgical intervention on (B)(6) 2019 wherein the leads were explanted and replaced resolving the issue. Reported, therapy was restored post operatively.